Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the alarm on the unit is not working, they discovered the power switch is bad.